Event description:
A us distributor reported a monitor was unable to power on.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (wont power up) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a shorted q4 component on the computer/analog pca. The root cause of the shorted q4 capacitor cannot be positively identified. There was no adverse event associated with the monitor malfunction.